Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a double tibia and fibula surgery on (B)(6) 2013. There were reportedly no abnormal issues. After 7 months the implant broke and as a result, the patient claimed for compensation from his working company during those days. On (B)(6) 2015 the patient had revision surgery and the broken implant was removed. The patient is now reportedly disabled. This complaint is for one distal tibia nail and an unknown quantity of unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when plate broke. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 10.oct.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.